Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available regarding this no audible alarm issue, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light and the unit alarms are not functional. The key failure is the pilot valve is the wrong size/model. However, the additional malfunction identified on the irs is a defective power switch (aka on/off switch) with no alarm is most likely the key failure for the reported alarms not functioning. The reported alarms not functioning, as identified on the irs, is a reportable event and is the basis of this FDA report.